Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified by a system error 341 alarm identified during review of the event history log. The system error was not reproduced. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified system error alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.